Event description:
Our distributor in (B)(6) reported that the gas outlet ports of two rd900 neopuff infant resuscitators were broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff resuscitators were returned to our distributor in (B)(4), where they were inspected and repaired by a trained service engineer. Our investigation is based on the photographs and service reports provided. Results: visual inspection of the two subject neopuffs revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. A lot check revealed no other complaints for a broken outlet port for lot 130115 and one other similar complaint for lot 100818. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve systems were replaced and the devices were returned to the customer after passing all performance and safety tests as per the neopuff technical manual.